Event description:
It was reported that during a transforaminal lumbar interbody fusion (tlif) surgery "it was discovered that the attachment does not run." The reporter stated that there was a five minute delay in surgery. There was no patient harm, adverse outcome or injury alleged. An identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual attachment device was received and evaluated. Reliability engineering completed an evaluation and duplicated the reported condition. Evidence indicates this is due to usage wear over time. Should additional information become available, a supplemental medwatch report will be filed accordingly.